Event description:
During a routine pump replacement surgery, the physician had problems with aspirating straight from the catheter. The physician pulled .75 cc back from catheter and couldn't get anymore. Then the .75 cc was put back into the catheter "slowly." Later the caller reported that it was only .5 cc then just "a few drops." The catheter contained 1000 mcg/ml of lioresal. The pump on the back table was primed with 2000 mcg/ml. The catheter length was unknown; .1696 was used as estimation based on the doctor's choice. Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4).